Manufacturer narrative:
As calibration and qc were acceptable, a reagent issue can be excluded. The customer's centrifugation time is short which may be an indication of a pre-analytical handling issue. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration and qc were acceptable. The reaction kinetics data for the initial low result was abnormal which suggests a sample aspiration issue or a clotted sample probe. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas pro c 503 analytical unit. The initial result was 11.6 umol/l. The repeat result was 81.3 umol/l. The initial result was reported outside of the laboratory but was corrected upon repeat testing. The crep2 reagent lot number was 57746701 with an expiration date of 30-jun-2022.